Event description:
The customer reported that the 840 ventilator stopped cycling. It is unk if there was pt involvement. Multiple attempts have been made to get pt info but no customer response. The nellcor puritan bennett customer support engineer (cse) verified the malfunction in the memory but the cse was not able to duplicate the problem. The cse inspected the device and replaced the inspiratory pcb as precautionary action. The unit passed extended self testing.